Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise on the primary vector. Noise was able to be reproduced with pocket manipulation. An untreated episode was stored due to the high amplitude noise and wandering baseline. Review of device data revealed that this device previously exhibited t-wave oversensing in which multiple inappropriate shocks were delivered. Shock therapy was deactivated, however this device does remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "describe event or problem" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise on the primary vector. Noise was able to be reproduced with pocket manipulation. An untreated episode was stored due to the high amplitude noise and wandering baseline. Review of device data revealed that this device previously exhibited t-wave oversensing in which multiple inappropriate shocks were delivered. Shock therapy was deactivated, however this device does remain in service. No additional adverse patient effects were reported.